Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the bav, the valve was implanted at a depth of 2 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). The valve dislodged to a depth of approximately 10 mm on both the ncc and lc c. Per the physician, the cause of the dislodge was due to the patient's hyperdynamic left ventricle. Subsequently, fluids were administered and a second valve was successfully implanted. A procedural delay of 30 minutes was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012077991); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.